Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however, an internal short was noted between conductor paths due to procedural damage at the cut end of the lead. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was ischemic heart disease. No further information is available.